Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to communicate with the ipg since having underwent an unrelated surgical procedure. Further evaluation of the diagnostics is to be performed as the next course of action.

Event description:
Additional information received identified the ipg is working and the patient is receiving effective stimulation.